Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the personal diabetes manager (pdm) showed insulin on board when they are not giving it to themselves. The patient is running on manual mode.